Event description:
A surgeon reported bilateral intraocular lens (iol) opacification after surgery. On (B)(6) 2011 the iols were fine and not opaque. On (B)(6) 2013, pt visited another surgeon who noticed bilateral iol opacification. On (B)(6) 2013, the pt visited the surgeon who had implanted the iol's and he reported that both iols will need to be explanted. This report is for the left eye (os), the only eye with reduced visual acuity due to iol opacification. Additional info was received from the surgeon who reported that iol explant surgery will be scheduled for (B)(6).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Investigation has been completed based on current info. (B)(4).